Manufacturer narrative:
The device was received not deployed. Download data generated an 0x40 alarm. A drive stall was observed in the data. The device was reset and paired, but a full rerun could not be completed due to a communication error. The ratchet retainer pins were observed to be incorrectly installed. The incorrectly installed ratchet retainer pins are confirmed as the cause of the drive stall as well as the subsequent hazard alarm and needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.